Event description:
Patient had a 16 fr foley with the graduated cylinder bag that was leaking from the port area where the saline is placed to blow up the balloon to keep the foley in place. Bd 16f meter foley tray, wd, item 139603, mfg- a303416a, sku #1758si16 jp1899.